Manufacturer narrative:
To date the incident devices remain implanted in the patient. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with the ovation ix stent graft system for an abdominal aortic aneurysm. Approximately four (4) months post-op the patient presented for a routine follow-up with possible right leg claudication. An angiogram was completed revealing a popliteal artery aneurysm with limited flow in the right leg and the right iliac limb positioned lower than the left. In addition the right iliac limb appeared to be pinched proximally. The physician elected to treat the patient with non-endologix products; self expanding stent implanted into the right iliac limb which provided adequate flow. Furthermore, the patient will undergo an additional treatment for the unrelated popliteal artery aneurysm on a later date. The patient will continue to be monitored.

Manufacturer narrative:
Based on the description of the event and lack of information available to share with endologix, an independent assessment of the reported events could not be completed. Attempts for further information were made to the hospital however, were unsuccessful. The root cause for the events could not be determined.